Manufacturer narrative:
Motor error alarm during the basic occlusion test and compromised force sensor system alarm during the prime/compromised force sensor system test due to loose/protruded drive support disk. Insulin pump passed the stop current test, run current test, and displacement test. Unable to verify excessive no delivery alarm or perform the self-test, unexpected restart error test, off no power test, occlusion test, and no delivery test due to motor error alarm and compromised force sensor system alarm. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube, broken reservoir tube lip, and severely scratched display window.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The reservoir piston was not stopping when he was filling the tubing during the rewind process. It would empty the reservoir. The no delivery alarm was resolved with an infusion set change. The customer was unable to exit the preparing to prime loop. He did not receive a second series of beeps nor did the numbers appear on the screen. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.